Event description:
Pta balloon dilation catheter was inserted into the patient's right femoral sheath (5fr cordis). Balloon unable to advance contralaterally. Attempted to remove balloon through the sheath. Shaft of catheter broke. Patient brought emergently to surgery where catheter was retrieved and artery repaired.